Event description:
During preparation for a procedure, the nurse noticed a very fine fiber attached to the metal mandrel and the tip of the penumbra neuron 070 delivery catheter. The device was not used on the patient.

Manufacturer narrative:
Result: the catheter was returned inside the opened original sterile envelope. The catheter is fractured approximately 95.5 cm from the hub. The catheter is kinked approximately 8.0 cm from the hub. Images as received for evaluation. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the nurse noticed a string/very fine fiber attached to the metal mandrel and the tip of the catheter. After evaluating the returned product, it appears that the catheter was fractured during the removal from the product from the packaging. The mandrel was no longer attached to the packaging card. The distal tip of the catheter was removed from the mandrel without any resistance. It is likely that the user held the mandrel and tip of the catheter to the packaging card during removal and pulled the device in excess of the tensile strength of the material, causing the material to stretch and break. The fine fiber at the end of the catheter was a piece of support coil wire from the fractured catheter shaft. Devices are 100% visually inspected for damage during packaging. In addition, this device is packaged inside a protective shipping tube and with a packaging mandrel to prevent damage to the device during transportation and storage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.